Event description:
Pt was able to break into the pump, & remove the pca bag with approx 90cc of img/iml morphine sulfate. The pt managed to pry open the pump at the indentation near the lock. This was duplicated in the pharmacy with a regular pair of scissors. The lock provides a false sense of security.